Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No insulin pump error alarms noted during testing. Moisture damage on motor home switch and force sensor assembly. Device received with faded serial number label.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was able to rewind. Insulin pump passed self test and displacement test. The insulin pump will be returned for analysis.